Event description:
It was reported during a plif case and the tulip head on a xia 3 pedicle screw became dislodged. The tulip head got pushed south on the pedicle screw while inserting an adjacent level screw. The surgeon proceeded to take out the screw without any issue and replaced it with a same sized screw.

Manufacturer narrative:
Method: device history review; visual inspection; complaint history review; risk assessment; labeling review; additional document review. Results: the returned screw was confirmed to have a screw tulip disengagement via visual inspection. After visual inspection it is also confirmed that the screw tulip has been separated from the polyaxial screw shank. There are indentations in the threads and head of the tulip. This is an indication of excessively applied force. There are multiple scratches and indentations along the shank tip, likely as a result of the removal process. A device history review was performed with no identified issues. All parts in this lot were inspected and found to be within stryker specifications. Conclusion: the likely cause of this event is that the screw was tightened with an excessive force. In this case, it would cause the shank and tulip to deform enough to push the tulip head off of the shank, as seen here.

Event description:
It was reported during a plif case and the tulip head on a xia 3 pedicle screw became dislodged. The tulip head got pushed south on the pedicle screw while inserting an adjacent level screw. The surgeon proceeded to take out the screw without any issue and replaced it with a same sized screw.